Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the individual experienced difficulty twisting the luer connector onto the device. The individual was advised to use a luer connector from a different box, after which the connector was able to be attached successfully. No further assistance was required, and blood glucose levels remained stable. Replacement luer connectors were arranged for shipment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.